Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was noted that the up/down arrow keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. There was reportedly a tear noted around the up/down arrow keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.